Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that load unload messages was not crossing over to epic ehr system. A technical support specialist reviewed the issue and identified that the affected medications were marked as non-chargeable in the enterprise server formulary. Since non-chargeable items do not generate load/unload hl7 messages, the messages were not crossing to epic. The specialist updated the formulary by marking all impacted medications as chargeable across all applicable facility formularies and templates. After these updates, new load unload interface messages were successfully generated and confirmed to be crossing into the epic ehr as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, loaded and unloaded and ejected cubies for medid 01706 and 01630 from ccu, nsdu, scu1,2 pyxis but none of the messages crossed over to our ehr. Medid 43020 load and unload messages populated but the other two medids does not. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, loaded and unloaded and ejected cubies for medid 01706 and 01630 from ccu, nsdu, scu1,2 pyxis but none of the messages crossed over to our ehr. Medid 43020 load and unload messages populated but the other two medids does not. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.